Manufacturer narrative:
Patient information requested, but no response received.

Event description:
The customer reported the ventilator alarmed with machine and proximal pressure sensors failed. The customer reported the device was in use, but there was no patient harm reported.